Manufacturer narrative:
(B)(4). The power management graph was in specification. No unexpected replace battery now alarms noted in the pump history file. Multiple replace battery alerts were present in the pump history file, multiple power loss alarms were present in the pump history file and pump error 25 was triggered when the lithium backup battery was less than 3.50v for 240 consecutive minutes as indicated in the power management graph due to connector resistance issue (j6). The j6 connector was disconnected and reconnected then monitored for 2 days with the unit functioning properly during testing as shown in the power management graph. Unit received with scratched casing, minor scratches on lcd window, pillowing keypad overlay, peeling end cap address label and slight corrosion in battery tube. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump had replace battery now alarm. The customer¿s blood glucose level was 14.2 mmol/l. The customer states received replace battery now alarm without the low battery alarm. The insulin pump will be returned for analysis.